Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the device because it was not returned to abbott vascular for investigation. A review of the lot history record and complaint history of the reported lot could not be conducted because the reported part and lot number combination was not a valid combination. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat an unspecified coronary vessel, a 2.5x12 nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion without resistance. During inflation to an unknown pressure, the balloon only partially expanded and a balloon leak was noted. The balloon bdc was withdrawn. During prep, the protective balloon sheath had not been difficult to remove from the device. There were no adverse patient effects and no occurrence of a clinically significant delay. A new unspecified device was used to complete the procedure. No additional information was provided. User facility medwatch report states: a balloon was placed in coronary artery and inflated. Balloon had a leak and only partially expanded. Balloon was removed and no harm was done to the patient.